Event description:
In 2006, I had essure coils inserted. I was experiencing severe menorrhagia and was told by my doctor (who did not further work-up to determine the cause) that the only solution to the menorrhagia was uterine ablation and that I would have to be sterilized prior. I told my md that I am nickle allergic and he advised that it would not matter and in fact would help promote scar tissue growth to occlude the tubes faster. He advised my husband and me that essure was the best way to do this and made me feel as if I were making a bad decision if I didn't do it. Immediately after surgery, I had to have morphine twice and was sent home with pain meds. Three days post-op, I developed fever of 102 and significant lower right quadrant pain. I called the md's office and the nurse returned my call. She advised that my body was probably trying to reject the coils and called in an antibiotic and vicoprofen for pain. Since the essure, I have developed severe atypical migraines with stroke like symptoms, severe depression / anxiety and now bipolar disorder, I only have a period when it's induced by medication, I have gained a tremendous amount of weight, I am severely vitamin d deficient, I'm constantly fatigued, I fall asleep with no warning, I have no libido, I have had acne to the point of needing medication (never have I ever had acne before), I have been diagnosed with pcos, cysts on my ovaries, and constant pelvic pain.